Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully open, visual analysis showed the handle components detached from the dcs. The tip-retrieval mechanism appears intact. The trigger moves to fully advance and retracted positions and locks in place when released. The device was returned with the end cap/screw gear snap fit connected. A void is observed along the proximal end of the capsule. Two kinks are observed on the inner member shaft near the spindle hub. The device was returned with the stylet attached. After the removal of the stylet, the nose cone is observed to be bent. From close observation, both tabs appear to be hinging inwards. Damage is observed near the tabs on the actuator. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was received back to medtronic for analysis. The device was received with the handle components detached from the dcs which confirms the reported event. A kink was observed on the inner member shaft and the nose cone was bent. The description of the event does not indicate that this damage occurred during the reported issue. The device was received for analysis with the capsule open, and therefore the inner member shaft was not supported which may have resulted in the observed damage. This kink and bent nose cone most likely occurred during transport of the device back for analysis. It was reported that the deployment knob (actuator) separated during loading. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. This is consistent with the returned device analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior the implant of this transcatheter bioprosthetic valve, while loading the valve, the tabs of the actuator handle broke and the actuator handle separaed. It was reported that the loader felt that the handle was loose a few seconds after starting to load the valve. It was confirmed that the tabs were attached prior to the load. The delivery catheter system (dcs) was not used and was replaced with a new dcs. No adverse patient effects were reported.